Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Performed a voltage test and failed. A review of the downloaded receiver log showed a transmitter fatal error.the problem is confirmed because the share log displays a connection loss gap within the investigation window.. The root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.